Manufacturer narrative:
Product complaint # (B)(4). Date sent: 11/26/2019 batch # unk.   The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What color reloads were used and what was the sequence of the firings? What anatomical structures was the device fired on? What was the reason for using a 100mm device? Were other stapling or suturing devices used when creating the anastomosis? How was the common opening closed? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to assemble/close? Was the device difficult to fire; was the force to fire higher than expected? How many days postoperative did the leak occur? How was the leak identified? Was the site of the leak identified? If so, where and what was observed? Was it leaking through the staple line? Were any malformed staples or missing staples identified? If so, please describe the shape and location. Were there any signs of tissue necrosis? What was done in the reoperation? If an ostomy was created, is it temporary or permanent? What is the current status of the patient? Is the lot number of the device available? Are sterile samples available for return?

Event description:
It was reported that post-operative by approximately two weeks the patient developed an anastomotic leak. On (B)(6) 2019 an exploratory laparotomy with a diverting loop ileostomy reversal and a cecostomy was performed. The patient was brought back on (B)(6) 2019, where the surgeon performed an exploratory laparotomy take down of an ileocolic anastomosis and end ileostomy and creation of mucus fistula.